Event description:
New information received notes that a new lead was implanted in placed of the previously capped lead. The prior lead remains implanted. This occurred on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
Correction: b1: product malfunction field should not be selected.

Event description:
It was reported that a patient presented for a elective replacement of the patient's right ventricular lead due to advisory. The lead was capped and replaced on (B)(6) 2024. No adverse patient consequences were reported.